Event description:
It was reported by service report that the customer alleged that the stretcher would not go down. Upon inspection of the unit by the service technician, it was identified that the jack could not be lowered and was stuck in the high position.